Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received shocks from the implantable cardioverter defibrillator (ICD) device for atrial tachycardia with rapid ventricular response, which resulted from the patient stopping their sotalol medication. The device remains in use. No further patient complications have been reported as a result of this event.